Manufacturer narrative:
Update is being made to previously submitted d4 - product model. This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable cause of the event, and relation between the event and the device: based on the data provided, the case can only be partially assessed. The device was not returned to olympus for evaluation. Upon ipc review of all documents related to the cluster of cases from (B)(6) between (B)(6) 2025, multiple concerning practices have been identified. An onsite visit to the customer by ipc australia found poor ic practices from staff (gaps in hand hygiene and ppe), delayed reprocessing, gaps in precleaning, leak testing, and manual cleaning, and ineffective drying using a cesc. Of note, the customer is also using an aer undergoing fca in europe for concerns regarding disinfection efficacy, particularly in the presence of pseudomonas aeruginosa. The majority of endoscopes from this site were not returned for device inspection or olympus hmi. Multiple endoscopes had repeat positive micro findings which raise concerns regarding potential biofilm formation. The customer was able to achieve negative results for many of the endoscopes after implementation of gesa/genca enhanced cleaning protocol. However, by global comparison, the gesa/genca culturing protocol has been noted to have low microbial extraction efficacy. Olympus has provided one staff training, but the facility cancelled an additional scheduled training due to staffing concerns. The event can be detected/prevented by following the instructions for use which state: regarding event1, the IFU warns against improper reprocessing of endoscopes and accessories, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 10 to 50 colony forming units (cfus) of achromobacter xylosoxidans. The device was retested on (B)(6) 2025, and it tested positive for 10 to 50 cfus of pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for 10 to 50 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.